Manufacturer narrative:
Continuation of d10: product ID wr9220 lot# serial# (B)(6). Product type recharger product ID cd9000 lot# serial# (B)(6). Product type multiple therapy product section d information references the main component of the system. Other relevant device(s) are: product ID: wr9220, serial/lot #: (B)(6). H3: analysis of the returned wireless recharger (s/n:(B)(6)) found no anomalies were visually observed. Patient complaint was confirmed. Led's scroll continuously, device is unresponsive. Flash sector read/write protection bits have become set. This report is being submitted as part of remediation activities associated with CAPA # 643143, which is addressing MDR reporting guidance from fdas 1995 preamble, which ensures complaints related to corrections and recalls which were previously reported to FDA under 21 cfr 806 are now reported as mdrs; this is not a new¿malfunction/event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence. It was reported that the patient saw scrolling battery lights on the recharger. Patient said they noticed on monday, which is typically when they have their normal recharge sessions. Patient mentioned that they only charge their recharger like once a month and do not leave it on the dock. Patient said they were not able to power on their recharger. The following troubleshooting steps were performed: reset the recharger while off the docking station and reset recharger while in docking station. The issue was not resolved through troubleshooting. An email was sent to the repair department. Patient and husband called back this afternoon. Patient said that they received replacement today and requested assistance with pairing recharger app to recharger. Caller said that he has gone through all of the steps and then said it is now working. Caller placed over implant and connected to ins, repositioned once and reconnected and app connected to recharger. Patient to charge implant.